Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, the most probable cause of the distal cover foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the inside of the distal cover. There was no patient involvement.